Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by improper reprocessing. -from the inspection result of the device, it was confirmed that foreign material had adhered around the forceps elevator and the right/left angulation control knob, up/down angulation control knob and distal end cap were dirty. -the instruction manual states that the appropriate brushing method around the forceps elevator. -in the past similar cases, the cause was surmised to be improper reprocessing. Since the instruction manual states that the forceps elevator should be inspected before each patient procedure, the user can properly detect the reported event. In addition, the instruction manual states the brushing method around the forceps elevator and instrument channel outlet, allowing the user to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The watertightness was lost due to scratches on the bending section rubber. The adhesive of the bending section rubber was scratched. The bending section rubber was worn. The insertion tube was scratched and wrinkled. The image guide protector had a cut. The right/left angulation control knob and up/down angulation control knob were dirty. Due to wear of the angle wire, the downward, upward, and left angulations did not meet the reference values. Due to the wear of the angle wire, the play of the up/down angulation control knob and the right/left angulation control knob was out of the standard value. The specified resolution could not be obtained due to the damage of the ccd unit. The distal end cap was dented and dirty. The light guide lens was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that foreign material was attached to the forceps elevator. There was no report of patient injury associated with the event.